Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent dark image during sedation while device was inside the patient in an endoscopy procedure that was completed with the same device involving an olympus video system center. There was no patient injury reported.